Manufacturer narrative:
The insulin pump recognized the reservoir without a reservoir in place and alarmed no delivery during displacement test due to a piece of the motor broken off between motor slide and motor sleeve. Unable to confirm max fill reach alarm or complete functional testing due to unexpected no delivery alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the piston of their insulin pump. The customer stated that they also received a no delivery alarm after bumping the device on the car door. The customer's blood glucose level was 75 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.